Manufacturer narrative:
(B)(6).

Event description:
It was reported that during surgery, the inserter broke inside the joint when the anchor was put in place. The broken part was removed from the patient. A backup device was available to complete the procedure with no significant delay or patient injuries. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Event description:
It was reported that during a shoulder cuff surgery, the inserter broke inside the joint when the anchor was put in place. The broken part was removed from the patient with tweezer. A backup device was available to complete the procedure with no significant delay or patient injuries. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H2, h6. The reported 4.5 mm healicoil sa pk anchor assembly, intended for use in treatment, has not been returned for evaluation. Without the reported product a visual or functional evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, the inserter tip broke off. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: excessive force placed on the inserter during use. The instruction for use outlines precautionary statements and instructions in during deployment. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the manufacturing and complaint records was performed for the reported lot, there were no indications that would suggest that the device did not meet product specifications upon release into distribution.